Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. The customer's reported problem could not be duplicated. During investigation, the device was started in application, and no problems found with double beeping. However, according to the investigation, the pump downstream sensor will be replaced as a preventive measure. Investigation could not duplicate reported problem, but preventive action taken.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette alarm". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.